Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient had a fall about three weeks ago and thought something happened to the ins and had been voiding every thirty minutes. Patient also stated they were ok to use the catheter at night. No further complications were noted or anticipated.